Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip, minor scratched lcd window and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir compartment had crack. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was not able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.